Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A physio-control service representative was performing a technical service update on the customer¿s device and observed that the device display was blank. This was observed prior to performing the update. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Event description:
A physio-control service representative was performing a technical service update on the customer¿s device and observed that the device display was blank. This was observed prior to performing the update. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control determined that the customer¿s device was unrepairable and was scrapped. Therefore further evaluation was not possible. The cause of the reported issue could not be conclusively determined.